Event description:
It was reported that the patient's implantable cardiac monitor (icm) was under-sensing. The patient will be continued to be monitored and no intervention was reported. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.